Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted in intensive care unit due to car accident and retainer ring was missing. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was not able to lock into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.